Event description:
A customer contacted baxter's technical service center to report feeling full while performing therapy on the homechoice (hc) machine during drain 4 of 4. The technical service representative (tsr) had the home patient (hp) adjust positions and drain. The hp drained out 4659mls. The fill volume was 2500mls. The total ultrafiltration was 958mls. These values meet the criteria for an increased intra peritoneal volume (iipv). Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated that she was aware of the situation, but did not know what may have caused it. Per the nurse, the patient's largest prescribed fill volume is 2500mls. She stated that she suspects the cg might be bypassing alarms, but is not sure. The nurse stated the hp received a new cycler and has not had any issues since. Per the nurse, there was no patient injury or medical intervention. Product surveillance contacted cg regarding the reported event. The cg stated she was not sure what may have caused the reported event of the hp feeling full and draining out 4659mls. The cg explained that she never bypasses any alarms, she only stops therapy and calls technical support for assistance. The cg stated that during therapy, the hp was experiencing difficulty breathing, but has not had any similar events since receiving the new cycler. Per the cg, the hp was doing well on therapy.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device for the reported issue of an increased intra peritoneal volume (iipv). The pal confirmed the reported iipv in the device logs. The probable cause was determined to be a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The device will be routed to the service area. The original MDR was sent prior to the device evaluation where the probable cause was determined to be use error, therefore this event is no longer a reportable malfunction.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery / iipv

Event description:
It was reported that the hospital opened an oxford anatomic knee bearing a found the inner packaging and product to be a different size. It was reported in 2009 that this product was used during a procedure that involved a 1 hour delay in surgery to enable them to get another bearing of the exact size. The procedure was completed without further complication.

Manufacturer narrative:
Evaluation summary: the product analysis lab (pal) evaluated the device for the reported issue of an increased intra peritoneal volume (iipv). The pal confirmed the reported iipv in the device logs. The probable cause was determined to be a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The device will be routed to the service area. The original MDR was sent prior to the device evaluation where the probable cause was determined to be use error, therefore this event is no longer a reportable malfunction. CAPA is currently open for the reportable malfunction of overdelivery.